Event description:
The generator was involved in a pt perforation of the cecum. The attending anesthestist did not indicate that any adverse vital signs were observed. The procedure appeared successful without incident. Later that same day the pt was readmitted to the hosp and a 3-5mm hole was found in the cecum.